Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number, lot number combination per qlik query executed on (B)(4) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that the lupine anchor with orthocord tip broke upon insertion. Fragments were created and removed without additional intervention. The case was completed with a new lupine anchor with no patient harm, but a minor surgical delay. The broken implant was discarded. Additional information provided by the affiliate reported a 2 minute delay. The fragments were retrieved and nothing was left in the patients.